Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, stained end cap sticker.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose level was 92 mg/dl. Customer also stated that the reservoir lip ring was damaged and reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.